Manufacturer narrative:
Frozen display followed by a constant tone due to cold solder joint onx1/mb. Unable to verify button keypad anomaly and unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to frozen display and constant tone. Pump received with cracked reservoir tube lip, scratched case and scratched lcd window.

Event description:
Customer reports to have had a frozen display screen, keypad anomaly, and black circle on display screen making it difficult to see information on display screen. Customer's blood glucose was 70 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer also reports being hospitalized on (B)(6) 2014 at 7:00 a.m with blood glucose of over 500 mg/dl. Hospitalization was due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Customer was treated with insulin drip, infusion set change, fluids, then customer was sent home. No further information provided.